Event description:
It was reported that, approximately one month post generator changeout, the implantable pulse generator (ipg) exhibited a defective header/grommet/set screw, causing ventricular over-sensed noise/oversensing in bipolar configuration leading to pacing inhibition on isometric testing and on compressing over the top of the ipg. X-ray showed the pin was not fully past the set screw, as it was pos t-operatively, and this additionally caused and right ventricular (rv) lead high and undefined ventricular impedance, with polarity switch to unipolar pacing and sensing. Diagnostic testing/troubleshooting was performed using the existing ipg and right ventricular (rv) lead, the ipg was reprogrammed and subsequently, the ipg was replaced. The rv lead was reconnected to the new ipg ventricular port and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.